Event description:
In 2009, the patient reported that in 2006, her blood glucose readings were elevated from the upper 100s to the 500 mg/dl range. She said that since that time her readings have returned to her normal range of 96-169 mg/dl. Symptoms were frequent urination, headaches and dry mouth. She said she thought the readings might be due to one of the medications she was taking. She called her physician and was told to give herself an injection. The readings decreased some but generally remained high for that week. She said her physician finally adjusted some of her basal rates and eventually her readings returned to normal. Product was replaced and requested to be returned for evaluation.